Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The co2 bypass assembly was replaced, and the unit was returned to service

Event description:
The hospital reported elevated co2 readings. There was no report of patient involvement.